Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a nurse that the customer received emergency medical assistance due to low blood glucose, with blood glucose of 51 mg/dl at the time of the incident. The customer had gone through a x ray machine with the pump. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the pump passed the self test and that was enough for the caller. The insulin pump will not be returned for analysis.